Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information on (B)(6) 2015 stated that the patient presented in clinic for follow up. Upon interrogation, the right atrial led exhibited noise. All other electrical parameters were in range. Pocket manipulation and isometric tests were able to reproduce the noise. No intervention was performed. The patient was in good condition.

Event description:
It was reported that the patient presented for follow up. Upon device interrogation, multiple auto mode switch episodes due to noise on the atrial lead were noted. The noise could not be reproduced with isometrics. The electrical measures were good. The physician elected not to take any action and would continue to monitor the patient. The patients condition was good before, during and after the event.